Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted additional findings of dust/dirt/tobacco contamination, missing accessory port cover, and that the device data identified unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.